Event description:
It was reported that the user received recurring insulin set expired alerts on the ilet bionic pancreas and believed the pump had a bug; review of device logs showed the user selected ¿no¿ to inserting a new infusion set during supply changes, which prevented the fill cannula step and timer reset, representing a use-of-device problem with no specific component identified. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue traced to user operation during the supply change workflow. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.